Event description:
The customer reported via phone call that the insulin pump's keypad wasn't responding properly and there was an error alarm. The customer also reported that there was a weak battery alert. Blood glucose level was 300 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to verify a21 error alarm due to unresponsive keypad button. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.